Event description:
It was reported 6 bd saf-t-intima¿ safety system with y adapter broke during use. The following information was provided by the initial reporter: "6 each ivs have broken during procedures with patients."

Manufacturer narrative:
H.6. Investigation: our quality engineer inspected the 1 photo submitted for evaluation. The reported issue was not confirmed upon inspection of the photo since it did not show the reported defect. Bd cannot confirm the cause of the failure to our manufacturing process since no sample was returned for evaluation. A device history record review showed no non-conformances associated with this issue during the production of this batch. H3 other text : see h.10.

Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported 6 bd saf-t-intima¿ safety system with y adapter broke during use. The following information was provided by the initial reporter: "6 each ivs have broken during procedures with patients."